Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sprung ball mechanism has come out of instrument. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the pin holding the round wheel feature broke off from the shaft. The broken pin was not returned for evaluation. The root cause could not be determined. A two-year search of the complaint database found no additional reports for this product code. The date code ah0611 indicates the instrument was manufactured in june of 2011. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.